Event description:
Pt was undergoing a cystoscopy and stone removal. During the procedure, the tip of the resectoscope sheath broke off. The stone and broken piece were removed from the pt without any complications. Bladder was scanned and add'l time without discovering any add'l pieces or stones. Karl storz se & co. (B)(4).